Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, resuming insulin delivery, and required no additional assistance.